Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported bipolar fenestrated grasper (bfg). Review of the provided pictures notes the first image shows the bfg with missing white plastic portion, along with the blue energy cable broken. The second image shows the retrieved white plastic portion of the instrument. Further evaluation of the reported bipolar fenestrated grasper is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic partial nephrectomy, the bipolar fenestrated grasper (bfg) broke, causing pieces to fall into the patient. The pieces were removed from the patient after the issue occurred. There was no patient injury.